Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is booting up with a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device is booting up with a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a shorted and cracked capacitor, designator c181.